Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bowed needle and shield-protector assembly was observed. No observations could be made about plunger movement from the photo. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and the issues of bowed needle assembly and difficult to move plunger were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed needle and shield-protector assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd syr abg preset 3(1.6) ll 23x1 ce the plunger was difficult to move. The following information was provided by the initial reporter. The customer reported the following: "the plunger was difficult to move. Upon the first attempt, it was difficult to move the plunger because it was tight. After several pushing and pulling attempts, it could be moved."